Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that during injection with juvéderm voluma® xc the "syringe shattered". The "top snapped off not by the needle but on the side". Injector attempted to inject the patient with a second syringe in the package and the same event occurred. There was no injury to patient, staff, or injector. The packaged needle was used.